Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: a visual inspection of the pump revealed had multiple cracks in the battery compartment. There was evidence of moisture corrosion in the battery compartment. Leak testing confirmed a battery compartment leak. The pump was opened and no further evidence of moisture damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 23-apr-2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.